Manufacturer narrative:
(B)(4) customer returned pump for an alleged battery failed alarm found on (B)(6) 2021. The pump passed the active current test and sleep current test, however, failed the self test due to a vibrator motor anomaly. Not able to perform the displacement test due to retainer ring damaged. No unexpected battery power alerts/alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert on 09/20/2021 02:07:00.000 which was expected, replace battery alert on 09/20/2021 11:38:00.000 which was expected, replace battery now alarm on 09/20/2021 12:09:00.000 which was expected and power loss alarm on 09/20/2021 12:21:27.000 which was expected were found in the history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, force sensor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked case, cracked case (battery tube), corroded battery tube and partially broken retainer. Failed battery test not confirmed, however, moisture damage on the electronic assembly and force sensor confirmed. Vibrator motor anomaly due to moisture on the harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.